Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information for further investigation was requested but not provided. The calibration and quality control results were within ranges. No reagent issue is evident. There was no analyzer issue evident with the limited data provided. It was noted the customer was not using the recommended rack adaptors.

Event description:
The customer alleged they received a questionable human chorionic gonadotropin, stat (hcg) result for one patient on their e411 analyzer. The customer stated they initially removed the hcg reagent pack that was on the analyzer as there were only six tests left. The customer had a new reagent pack ready to calibrate when the sample arrived. In order to save time, the customer placed the initial reagent pack back on the analyzer and proceeded to test the patient's sample. The patient's initial hcg result was 0.563 miu/ml, which was negative. The initial result was reported outside the laboratory. The physician in the ER questioned the result due to the fact they had a positive screening test for hcg that was done on the ER. The patient's sample was then repeated on the e411 analyzer and the result was >10000 miu/ml. The sample was diluted 1:50 and the result was 8736 miu/ml. This result was deemed to be correct. There were no adverse events. The hcg reagent lot number was 17551301 and the expiration date was 04/30/2015. The field service representative could not find a cause. He checked the tubing for cracks or leaks and could not find anything wrong. The customer performed quality control on the hcg and ran a precision check that successfully passed. The customer ran a dilution.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.